Event description:
Crack in venous medication port reported during treatment. Sample was sent directly to corporate and will be forwarded. Follow-up with customer required. Called customer on 6-6-00 and asked customer not to send sample to corporate. Additionally customer not available. Faxed questionnaire for add'l info on 6-6-00. Received questionnaire on 6-7-00. Event occurred 1 hour into treatment. Blood loss was minimal, <10cc. No alarm condition was present. The blood flow rate at time of the event was 300ml/min and the "vp" was 180 pre-incident and 160 post-incident. No pt ill effects. 6/14/00 facility called upon receipt of product complaint. Qs called facility and obtained further info from hcp. The pt was undergoing dialysis. Dripping was seen coming from the injection site, approximately 5-10cc blood; however, the venous blood line had to be changed in order to continue the treatment, ebl 75cc total. There were no adverse effects to the pt as a result of this blood loss. MDR filed due to this blood loss.